Event description:
After cardiac cath was completed, duett closure device deployed to prevent bleeding. Thrombin from device migrated down femoral artery causing thrombus. The patient required immediate thrombectomy in or to restore circulation to leg. Patient may still require amputation.